Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a patient with an unexpected outcome following an intraocular lens (iol) implant procedure. In the surgeon's opinion the iol did not cause or contribute to the event; however, the cause of the event was not specified. Additional information has been requested.